Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing step, insulin "shot" out of the tubing. Customer's blood glucose was 94 mg/dl. Reportedly, customer continued to fill tubing and stated that insulin was dripping out instead of "shooting" out.